Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, bleeding, fistula and inflammation. No further patient complications were reported.